Manufacturer narrative:
With all the available information (in the absence of product return), boston scientific could not confirm the issues of the reported event. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations related to the event occurred during manufacturing. The implantable pulse generator (ipg) remains implanted, and as such, physical analysis has not been conducted in our laboratory. A product labeling review identified that the device was used per the IFU product label. Additionally, labeling states loss of adequate stimulation, seizures, warmth while charging, failure or malfunction of any part are noted within the IFU and are known inherent risks with the use of deep brain stimulation (dbs). A database analysis revealed limited ipg temperature information, thermistor readings and impedances to be within range, additionally, analysis revealed ipg charge consistently maintained above hibernation threshold confirming there have been no therapy interruptions due to low battery voltage. Based on objective evidence from the field and the labeling review, engineers could not confirm the root cause of the reported event therefore have concluded the probable cause not established.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a seizure for an unknown reason. The patient began to experience worsening of their pre-existing dystonia and tremors symptoms and was seen by their healthcare provider (hcp). The physician did not find any medical nor technical reason for the recurrence of their symptoms and were released the same day. It was noted that the patient is experiencing random intermittent stimulation and warmth from the implantable pulse generator (ipg) while charging. A database analysis revealed limited ipg temperature information, thermistor readings and impedances to be within range, additionally, analysis revealed ipg charge consistently maintained above hibernation threshold confirming there have been no therapy interruptions due to low battery voltage. As a result, engineers could not confirm could not determine the root cause of the reported warmth while charging and intermittent stimulation. The ipg remains implanted delivering therapy, will not be reprogrammed, and will continue under the care of their physician per their assessment.